Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a food bolus but did not eat enough carbohydrate equal to the food bolus and blood glucose decreased to 50 mg/dl. Customer experienced a hypoglycemic seizure. Soda was consumed to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was catheterized and insulin injection was administered. Low bg was resolved and customer was discharged on (B)(6) 2018.